Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box history showed multiple replace battery alarms and short battery life. The battery cap and the battery were not returned with the pump for investigation; a test battery cap was used during evaluation. The battery compartment was found to be intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally; after 4 hours a low battery warning was given, after 7 hours a replace battery alarm was given. High current draws were measured during testing but no overheating was observed. The pump cover was removed to inspect for internal moisture ingress and no damage was found. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The u31 component found to have failed causing high current draws.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she replaced her battery and the pump became warm to the touch. She reported that she removed the battery and the pump would no longer power back on. The patient confirmed that there was no moisture or corrosion in the battery compartment.